Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but cannot apply the clip as commanded. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. The root cause was attributed to a cracked input disk. Additional observations related to the customer reported complaint were also identified. The large hem-o-lok clip applier instrument was found to have multiple input disks cracked. Input disks #6 and #7 was found cracked inside the housing. As a result of the cracked inputs disk the instrument failed the clip test. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the large hem-o-lok clip applier instrument failed to fire off hem- o- lock clips with multiple attempts. The procedure was completed with no reported injury. No additional information has been obtained by the date of this report.